Manufacturer narrative:
This product was examined on february 19, 2007, by visual inspection and product testing. It was determined that the pad was severely bunched/crushed with a 5 1/2 x 2 1/2 inch hole where the pad had been bunched. Bunching is abuse of the product and a violation of the instructions and warnings. The pad was also turned on and left unattended which is another violation of the instructions provided. The control detected a fault in the wire which shut down the pad. Product no longer functions. This incident is direct result of misuse/abuse of the product.

Event description:
Complainant was using heating pad on her couch and left it on and unattended. Upon return to the room she noticed flames coming from the couch. No injuries were reported with this incident.